Event description:
It was reported the device was used during an open donar nepherectomy. Two large clips were placed on the ureter. One day post-operatively the patient was returned to the or due to post-op complications. When the patient was opened it appeared the clip was not totally closed. It was noted there was bleeding beyond the clip. The patient did receive blood.